Event description:
Customer's husband reported customer has been having high blood glucose and she is now changing her infusion set. Customer needed assistance priming the insulin pump. Customer's blood glucose is 600 mg/dl. The device time and date are correct. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. Customer was able to change her infusion set. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.